Manufacturer narrative:
A2 - patient age: corrected. G2 - report source: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the brief intentional pump stop. The controller event log file contained events from 04apr2025 through 07apr2025. Review of the events from the reported event date of 05apr2025 revealed an intentional pump stop. The pump stop lasted approximately 2 seconds, following which, the pump regained speed and resumed normal operation without issue. No other notable events or alarms were captured, and the pump operated as intended at the fixed speed. It was reported that a pump off event was recorded, and the patient was asymptomatic. It was communicated that it was unknown why the pump stop command was initiated on the system monitor, or whether this command was performed intentionally. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6),- with no further related issues reported at this time. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 patient handbook, rev. C are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU provides an explanation of all pump parameters. Section 4 states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 5 of the patient handbook and section 7 of the IFU provides information on system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on 04apr2025 two instances of no external power were recorded, and on (B)(6) 2025, a low flow alarm and a pump off were recorded. The patient was asymptomatic. Log displayed low flow / lvad off / (f69) intentional pump stop events on (B)(6) 2025 at ~8:26 am where it appeared the intentional pump stop command was momentarily enabled at the system monitor. The pump was off for ~1-2 seconds. The log files did not record any no external power alarms. 90 pulsatility (pi) events were captured in the event log. There were no other unusual events seen within the log files. It was unknown why the pump stop command was initiated. The cause of the no external power alarms also remained unknown. No equipment was exchanged.

Event description:
It was further reported that on (B)(6) 2025 the patient experienced respiratory failure with intubation for 6 days. The association between this event and device was considered low, but unable to be ruled out. They also experienced neurological dysfunction, embolism, for more than 24 hours on (B)(6) 2025. A computed tomography was performed. The location of embolism was occipital region. They suffered a stroke with a symptom of right-sided muscle weakness. The patient was on warfarin, aspirin at the time of the event. This was considered to be device-related, due to complexity of medical management. The patient was admitted from (B)(6) 2025 to (B)(6) 2025. Cardiac catheterization was done. Central venous pressure (cvp) was 3 mmhg. Pulmonary artery (pa) systolic pressure was 22 mmhg. Pulmonary artery (pa) diastolic pressure was 10 mmhg. Pulmonary artery wedge pressure (pcw) was 6 mmhg. Cardiac output was 4.3 l/min.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.